Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
An amended patient profile form (ppf) was received which states that in addition to the previously reported events, the filter was removed percutaneously approximately sixteen years and three months after the index procedure. The form states that there are two struts that remain in the patient. One is in the inferior vena cava (ivc) wall and one is embolized in the right ventricle. The patient is worried that the remaining pieces cannot be retrieved without a second surgical procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury filter fracture, perforation and perforation into organs that caused injury and damage to the patient. The patient reported becoming aware of the events approximately fifteen years and four months post implant. The patient also reported anxiety related to the filter. According to the implant notes, the patient had a history of deep vein thrombosis (dvt). The filter was successfully placed into the infrarenal area of the inferior vena cava (ivc). The patient tolerated the procedure well. The patient subsequently reported that the filter was removed percutaneously approximately sixteen years and three months after the index procedure and that there are two struts that remain in the patient. One is in the ivc wall, and one is embolized in the right ventricle. The patient is worried that the remaining pieces cannot be retrieved without a second surgical procedure. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapeae ivc filter is intended for permanent placement. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Without procedural films, post implant images or procedure records for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury filter fracture, perforation and perforation into organs that caused injury and damage to the patient. The patient reported becoming aware of the events approximately fifteen years and four months post implant. The patient also reported anxiety related to the filter. According to the implant notes, the patient had a history of deep vein thrombosis (dvt). The filter was successfully placed into the infrarenal area of the inferior vena cava (ivc). The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture, perforation and perforation into organs that caused injury and damage to the patient. Information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt). The filter was successfully placed into the infrarenal area of the inferior vena cava (ivc). The patient tolerated the procedure well.   Information received per the patient profile form (ppf) states that the patient experienced filter fracture within the vena cava, perforation of filter struts outside the vena cava and perforation into an adjacent organ. The patient became aware of the reported events approximately fifteen years and four months after the index procedure. The patient has also experienced worry, anxiety related to the filter.